Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that this patient has a concomitant pacemaker and has had numerous untreated episodes due to oversensing of noisy signals with narrow signals. It was noted that this patient has had a single isolated inappropriate shock due to the same thing. The rep had ran auto-setup tool and it was determined that alternate sensing vector was most optimal. No adverse events. Approximately two years later, the system was explanted and returned. This report also contains the analysis of the pulse generator.